Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure to tread a gastrointestinal (gi) bleed using ruby coil lps and a lantern delivery microcatheter (lantern). During the procedure, the physician encountered resistance while advancing the ruby coil lp past its initial position within its introducer sheath and subsequently, the pusher wire bent. Therefore, the ruby coil lp was removed. The procedure was completed using ruby coils and the same lantern. There was no report of an adverse effect to the patient.